Event description:
Device 2: surgery to remove fractured left sided sacral pedicle screw occurred on (B)(6) 2009, at which time it was discovered that the right sided sacral pedicle screw was also fractured. Both screws were removed and pt was re-instrumented without complication.

Manufacturer narrative:
The device history record for the device was reviewed, and inspection data showed the device was within specification. Labeling for the device was reviewed, and screw fracture is listed as a possible adverse effect associated with use of the talon system.